Event description:
It was reported that when opening the packaging for a farastar gen 2 connection cable, the package ripped down the middle and contaminated the cable, with no reported fault to the person opening the packaging. At the time of the event there was no patient present. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.